Event description:
It was reported that a pump motor stop occurred on (B)(6) 2011. The motor stop was cleared on (B)(6) 2011. The healthcare professional reprogrammed the pump on (B)(6) 2011 without any problem. The night of (B)(6) 2011, a new motor stop occurred. The patient was hospitalized with withdrawal syndrome. The pump was replaced on (B)(6) 2011. The drugs in the pump were lioresal and prialt.

Manufacturer narrative:
Analysis of the pump revealed a pump motor corrosion and gear train anomaly. Pump logs noted multiple motor stalls and recoveries between (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.